Manufacturer narrative:
Dimensional evaluation of the returned screw found it to meet design specifications. Evaluation by engineering indicated that based on the fact that the returned screw was found to be within design specification, it appears that user error/surgical technique was likely a contributing factor. Inappropriate screw size or improper preparation of the bone prior to implantation could produce the results reported. Review of receiving inspection report lot 0243bg, found a total of (B)(4) pieces of this lot were received from the supplpier, and released for distribution on (B)(4) 2013 with no deviation or anomalies that would related to the reported event. Review of complaint history revealed this to be the first report of this nature for any part number in this product family.

Event description:
It was reported that the patient underwent an l4-s1 2-level fusion on (B)(6) 2013. Upon attempted insertion of two reform pedicle screws, they spun and pulled out of the bone with no purchase. Additional screws were readily available and larger screws were used to complete the procedure. A delay of approximately thirty minutes was incurred as a result.